Event description:
The complainant alleged that the medics were treating a pt who was in full cardiac arrest, and who "had been down for sometime". The medics monitored the pt using multi-function electrodes with the device for about 30 seconds, when the device's screen went blank, with just a set of dotted lines displayed. The medics then attached the three lead pt cable and electrodes to the device and pt, and then successfully monitored the pt. The pt was presenting a fine ventricular fibrillation heart rhythm, but the device gave a "no shock advised" message to a shockable pt rhythm. The medics then switched to manual mode and successfully defibrillated the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The medics had been able to regain a pt heart rhythm, but there was "no pt brain activity, as the pt had been down for sometime."